Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in a shunt in a moderately tortuous and severely calcified vessel in the limb. After a guide wire crossed the lesion, a 8.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the third inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.